Manufacturer narrative:
The sample was collected in a plastic bd lithium heparin tube with gel separator. The sample was centrifuged at >5000 rpm fro 5 minutes. Qc data are not available. Cpls testing could not confirm any patient source interferent. Cpls tested the returned patient sample with available interference eliminating proteins, but the accutni dose remained at approx 0.9 ng/ml in each case. It appears that the access results obtained for the samples are true. Service was not dispatched.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving accutni result above the acute myocardial infarction (ami) cut-off for one patient generated by access 2 immunoassay analyzer. The result was reported out of the laboratory. The samples were repeated on an alternate methodology and negative troponin result was obtained. Sample was sent to customer product line support (cpls) for additional testing and similar accutni results were obtained. The customer did not report affect to the patient or user attributed or connected to this event.